Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately tortuous and mildly calcified. A 3.5 x 23 mm xience prime stent was deployed and a distal edge dissection was noted. Then, a xience prime 3.0 x 23 mm stent was deployed and a dissection was also observed post deployment. Finally, a xience prime 3.0 x 15 mm stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.